Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred the 90% stenosed target lesion was located in the moderately tortuous forearm shunt. The 5.0mm x 40mm/40cm sterling balloon was advanced and during the first inflation, the balloon ruptured at 10 atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).